Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged microintroducer is confirmed; however, the exact cause is unknown. Three photographs of a microintroducer were returned for evaluation. An initial visual observation of the photographs showed a bent microintroducer shaft and the sheath was observed to be bulged especially near the bend. Some bulging/buckling was observed at the sheath tip, and the dilator appeared to be slightly bent near its tip. Biological residue was observed on the device. Additionally, one of the photos showed a product label with product number s4153108bdp and lot number rekr2618. While some deformation could be seen on the microintroducer in the returned photograph, no details of the damage could be discerned. Possible contributing factors include damage during handling, steep insertion angle, inadequate skin nick, and/or forceful insertion against resistance; however, without further evidence, the exact root cause could not be determined; this complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the provena midline 3fr introducer grey plastic piece was warped. No other information was provided.